Event description:
It was reported that stent dislodgement and balloon rupture occurred. The stenosed target lesion was located in the severely calcified mid common iliac vein. A 7.0x30x135cm express ld iliac / biliary stent was advanced for treatment. However, while trying to cross the tight, and calcific aortic lesion, the stent dislodged in the proximal left common iliac vein. When the physician inflated the stent balloon to secure the stent, the balloon ruptured at around 8-12 atmospheres. It was noted that the stent was successfully oppose to the vessel where it was dismounted. The contrast was used to take an angiogram to ensure placement, followed by successfully placing another express ld stent in the intended location with no issues. There were no patient complications.